Event description:
Diagnosis with seronegative rheumatoid arthritis. Major depressive disorder, anxiety disorder; 2019 unexplained fevers, brain fog, fatigue, unexplained bruising, hair loss. FDA safety report ID# (B)(4).